Event description:
The device involved in this MDR report was explanted and returned for analysis because during follow up, error messages related to long charge times and lead continuity failure were displayed while testing the device (ie, there were no related to any shock therapy delivery).